Manufacturer narrative:
This report is for an unknown nail. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after subsequent review of the following journal article, andrade-silva, f.b., md, phd, kojima, k.e., md, phd, joeris, a., md, silva, j.s., md, phd, and mattar jr., r., md, phd (2015). Single, superiorly placed reconstruction plate compared with flexible intramedullary nailing for midshaft clavicular fractures. J bone joint surg am. 97(8), 620-626. In this prospective, randomized controlled trial, fifty-nine patients with displaced midshaft clavicular fractures were randomly assigned (between may 2010 and january 2013) to receive fixation with either a reconstruction plate (thirty-three patients), known as the plate group, or elastic stable intramedullary nailing (esin; twenty-six patients), known as the nail group. In the plate group, the fracture was fixed using a synthes 3.5-mm non-locked reconstruction plate. In the nail group, one synthes titanium elastic nail [ten] was inserted per fracture through the medial fragment. The nail diameters were 2.0, 2.5, or 3.0 mm. Major complications included deep infection, shoulder elevation deficit (after complete fracture union), nonunion (fracture not healed at six months), permanent neurological deficits, refracture, and reoperation (secondary to complication). Ten patients in the nail group (40%) presented with implant related pain, including seven with medial skin irritation (28%). There was a single case of nonunion presented by a patient in the nail group who sustained a refracture after nail removal was performed at four months. Initially, the patient declined reoperation, progressing to nonunion and functional limitation. This patient eventually underwent open reduction, plate fixation, and a cancellous bone graft, achieving complete healing and total functional recovery. Minor complications included acromioclavicular pain, implant-related pain, incision paresthesia, and sternoclavicular pain. This report is for an unknown nail. This is report 1 of 6 for complaint (B)(4).